Manufacturer narrative:
Additional manufacturer narrative: it was reported that this patient experiences regurgitation. The type and cause of regurgitation varies depending upon multiple factors. The device remains implanted in the patient. There is insufficient information to conclusively determine the root cause of this event. No further actions are possible with the available information. A supplemental MDR will be submitted if any new information is obtained.

Manufacturer narrative:
(B)(4). It was reported that this bioprosthetic aortic valve exhibited moderate aortic regurgitation at seven (7) months after implant. The regurgitation remained moderate at approximately three (3) years after implant. Regurgitation/insufficiency of aortic and mitral valves that is detected by echocardiography with no indication for intervention suggests the device continues to perform its essential function. No further actions are being taken in this case.

Event description:
Edwards has received information that this bioprosthetic valve has exhibited severe aortic regurgitation at seven (7) months after implant. Devices remains implanted. There are no adverse patient effects reported at this time. Bovine valve no 26.